Event description:
It was reported the patient's ipg pocked moved. Surgical intervention took place on (B)(6) 2022 were the ipg was revised and moved to another site to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated the results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.